Event description:
It was reported that at the 4 hour mark of a blood infusion, a clinician went to take down the blood and noticed about half volume in the bag was remaining. The clinician reported that the pump did not beep/alarm, alerting them to an occlusion. The patient's blood infusion ran at 85ml/hr. After 4 hours the blood should have run dry. There was a patient involvement but no harm.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that at the 4 hour mark of a blood infusion, a clinician went to take down the blood and noticed about half volume in the bag was remaining. The clinician reported that the pump did not beep/alarm, alerting them to an occlusion. The patient's blood infusion ran at 85ml/hr. After 4 hours the blood should have run dry. There was a patient involvement but no harm.